Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked enclosure/tank cover, and an outdated pcb/power switch. There was also wear and tear damage on the front cover and line cord. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (intermittent alarm/leaking water when no disposable in place) was confirmed during testing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was a user issue. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) produced an intermittent alarm. The device was also leaking water when there was no disposable in place. No patient injury or complications were reported in relation to this event.